Event description:
The complainant reported that the physician was performing a therapeutic procedure on a pt (age and gender unknown). The physician put the trapezoid handle into the alliance inflation device for lithotripsy in preparation to crush the captured stone. The handle was then actuated to crush the calculus, but the device handle broke. The doctor continued to actuate the handle to crush the stone. But without success. The complainant reportd that the basket was loosened to release the stone, and the device was then successfully removed from the pt without any problems. The clinicians then obtained another device and successfully completed the pt procedure. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.